Manufacturer narrative:
Analysis by a third-party echocardiographer revealed a bioprosthesis noted in the mitral position on limited transthoracic echocardiographic images ,probably obtained approximately three (3) months after valve implantation. The appearance of the valve is abnormal, with non-symmetric thickening of the two visualized leaflets, and decreased diastolic opening of one of two visualized leaflets. There is mild central mitral regurgitation; spectral doppler interrogation is not submitted for review. Based on the available images, it is not possible to determine whether abnormal leaflet mobility is due to an intrinsic abnormality of the valve (e.g. Premature structural valve deterioration) or factors extrinsic to the bioprosthesis (e.g. Suture loop). Although the amount of mitral regurgitation might be somewhat more than what is typically seen with this pericardial bioprosthesis, it is of doubtful hemodynamic significance at the time that the echocardiogram was obtained. (B)(4).

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was noted to have severe stenosis after an implant duration of approximately three (3) months. Echo performed four (4) months post-implantation revealed a calcified "front" leaflet of the pericardial valve and calcification of the valve ring. The motion of the leaflet was stiffened and central regurgitation was observed. No abnormal blood flow was detected around the valve and the other valve structures showed no abnormality. The valve remains implanted as the patient elected to not proceed with re-operative surgery.

Manufacturer narrative:
Actual device not evaluated. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device is exhibiting severe stenosis after an implant duration of approximately three (3) months. As reported, an ultrasound was performed in which severe calcification was observed with central regurgitation and restricted motion of the leaflets. The valve has yet to be removed. Plans for intervention are scheduled to take place. Implant procedure: the aortic valve was bicuspid in nature with valve leaflet adhesion observed. There was leaflet thickening and calcification. This was excised and a 27mm theon pericardial bioprosthesis (6900ptfx) was implanted. Edwards received information that this 27mm bioprosthetic mitral heart valve was noted to have severe stenosis after an implant duration of approximately three (3) months. Echo performed four (4) months post-implantation revealed a calcified "front" leaflet of the pericardial valve and calcification of the valve ring. The motion of the leaflet was stiffened and cental regurgitation was observed. No abnormal blood flow was detected around the valve and the other valve structures showed no abnormality. The valve remains implanted as the patient elected to not proceed with re-operative surgery.